Event description:
It was reported that during a peripheral angioplasty procedure, a balloon rupture occurred. The lesion was located in a vessel near the ankle. The 2x40mm, 144cm sterling es balloon was advanced to the lesion. The physician noted an abnormal amount of pressure and that the balloon had ruptured. The physician elected to sue the ruptured balloon rather than risk losing access. Even though the balloon was ruptured, the physician was able to get enough pressure and 3 or 4 dilations were made successfully and flow was restored through the lesion. When the balloon and wire were removed from the pt it was noted that the wire was also kinked. No pt injuries or complications occurred. The pt was brought back approx one week later to complete the case with successful results. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).